Event description:
During the surgery, they opened the package and found that the stem had not been properly fixed on the foams. There were some scratches on the surface of the inner blister. It seemed the ha-coated part of the stem scratched the blister. The stem was used and there was no adverse outcome to the pt or the user. The doctor requested the info on the root cause of this event and also if there is any adverse impact on the sterility and ha coating of the product due to this event.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the united states, but a similar device is commercially available in the united states.